Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.7, lab: 2.9. Date: (B)(6) 2010, intratio: 3.4, lab: 2.6. This patient has been testing for 5 years and has recently started having correlation issues with the lab. Patient is not on heparin or lovenox and has not been hospitalized. Patient does not have cancer and is not anemic. Patient does not have hypo/hyperthyroidism and is not taking any antibiotics. Patient does not have lupus or aps. Meds: no. Diagnosis: mhv. Range: 2.5 to 3.5. Meds: no change of meds during comparison.

Manufacturer narrative:
Investigation pending.